Event description:
During treatment an air detector alarm occurred. The nurse pushed reset several times and was unable to reset the alarm. Finally after several tries the alarm reset. Staff alleges that during this process they noticed small air bubbles move past the clamped line clamp. Staff decided to discard the extracorporeal blood because it was starting to clot. Blood loss was estimated at 120 to 150 ml. Staff alleged that the pt experienced chest pains. The pt was removed to a second machine and treatment was completed without further incident. Staff kept the pt under observation after treatment, the pt experienced no further problems.